Event description:
Patient had a colon resection. A round blake drain was placed. Patient returned to operating room three days later, for an exploration of abdominal wound to remove a portion of the drain which broke off when ICU staff attempted to remove the drain.